Manufacturer narrative:
Device monitored for several days and no blank display noted. Device received with all buttons responding properly. No damage on keypad assembly. No unlocked lcd keypad connector. Device received with all operating currents within specification and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test. No unexpected back light anomalies noted. No unexpected failed battery alarm anomalies noted. No motor error alarm noted. Motor passed motor test. Device received with minor scratched lcd window, cracked case and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons were harder to press and the screen was hard to read. The customer's blood glucose level was unknown at the time of the incident. The insulin pump had rejected new batteries and had random and unexplained no delivery alarms. The edge of the insulin pump was chipped and the screen and the casing were scratched. The backlight had dimmed and the motor was louder. The device will not be returned for analysis.